Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set fell off after taking a shower. No further information available.